Manufacturer narrative:
The pump passed the displacement test. The pump was received with an a33 alarm during the basic occlusion test due to a loose/protruded drive support disk. We were unable to perform the prime, excessive no delivery or occlusion tests due to the a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. It was stated the customer was unable to exit the preparing to prime loop and insulin continued to drip after motor stopped during the manual prime process. The insulin pump will be returned for the analysis.